Event description:
Customer called in stating his insulin pump has broken and he needs another one. Customer was traveling in africa for a month and it broke on the first day. He stated that when he primes the pump, it will continue to prime even though it has already primed. Then it will give an error and initialize. While trouble shooting, customer received an alarm when trying to exit the prime loop. Customer stated the pump may have been bumped. The drive support cap is missing. Customer stated that the insulin pump was in his luggage and it may have been damaged on the way back from africa. He was advised that the insulin pump would need to be replaced. Customer's current blood glucose level was 143 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to missing motor support disk. The insulin pump received with cracked display window corners, minor scratches on lcd window, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.